Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right atrial (ra) lead resulting in inappropriate atrial tachy response (atr). The noise appears to be external and occurs overnight when patient is at rest. The patient is pacemaker dependent however there were no adverse patient effects. The atrial sensitivity was decreased and the device remains in service.

Event description:
New information received indicates that the noise is consistent with oversensing of the minute ventilation (mv) sensor signal which is related to a high impedance condition that is not allowing the measurement signal from being fully injected into the patient's thorax. This condition can be intermittent and difficult to recreate or it could be very subtle and only has an impact on delivery of the low amplitude mv measurement signal. Boston scientific technical services (ts) recommended programming the mv sensor off and performing isometrics to try and recreate the noise. Isometric maneuvers were performed and there were no changes in impedance or threshold measurements during provocation and they were unable to reproduce noise. Due to the fact that the daily measurements are all normal and patient testing did not reveal any high impedance condition, ts recommended keeping the mv sensor turned off and to closely monitor the patient. No adverse patient effects were reported and the device remains in service.